Event description:
It was reported to medtronic minimed that the customer received a critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for a pump alarm. The customer was not able to clear the alarm. Troubleshooting was performed for display issues, and the customer reported a frozen screen. Troubleshooting was performed for fluid in the pump, and the customer reported that the pump was exposed to water, but no visible water in the pump. Troubleshooting was performed keypad anomaly, and the customer reported that the buttons were not responsive, and the time clock did not advance. Replaced the battery, but the screen remained unresponsive. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side, and the functionality of the pump was affected. Also, the pump was not turning on. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, keypad flex connector and lcd assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (faded). Blank display due to moisture damage on the pcba 1, pcba 2, force sensor, motor, keypad flex connector and lcd assembly. Unable to confirm critical pump error (open book image) due to blank display. Unable to confirm frozen screen due to blank display. Unable to confirm unresponsive keypad due to blank display. Cosmetic damage confirmed at back of the pump. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.